Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for instability for tibial subsidence. After explanting the tibial baseplate, an mbt revision baseplate along with a press-fit stem, cemented sleeve, and a tc3 size 4 x 15 was trialed. The knee appeared to be stable and final implants were open. After the tibial components were cemented, a tc3 rp size 4 x 17.5 was trialed and appeared to be more stable than the 15mm. The final insert was then open and inserted. The patient was taken through a final range of motion and was determined that there was no instability. Post-operatively, the determination that the femur was a sigma ps femur instead of a tc3 femur was made.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The affected side was the right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.